Event description:
Ot ultra meter was flashing the date and time. No symptoms were reported. No harm alleged. The issue was not resolved with troubleshooting. The meter has been replaced for the patient. No further information was reported.